Manufacturer narrative:
(B)(4). We are awaiting device return. If the device is returned, a f/u report will be submitted with our investigation findings.

Event description:
It was reported the luer extension tube separated from the catheter handle while using the catheter. The catheter was replaced and the procedure continued with no consequences to the pt.